Event description:
An ophthalmic surgeon reported the unit could not maintain the eye's pressure during the air fluid exchange portion of a pars plana vitrectomy procedure. The eye collapsed during air fluid exchange and when removing instruments from the trocar cannula, wherein they had to compensate by immediately plugging an open port. There was no pt harm reported. In addition to this report, it was noted that the air fluid exchange tubing used was not new, and was reused from a previous procedure. This is the first of two reports for this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).